Manufacturer narrative:
(B)(4). Foreign: (B)(6). Reporter had indicated that product will not be returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument became stiff over time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Upon reassessment of the reported event, it was determined that this event was reported under the incorrect MFR number and will be reported on 0001825034-2019-02091.

Event description:
Upon reassessment of the reported event, it was determined that this event was reported under the incorrect MFR number and will be reported on 0001825034-2019-02091.